Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements and amplitude have dropped almost in half, crosstalk or t wave oversensing (two) was also noted as the rv lead seemed to show on the presenting electrogram (egm) as dislodged. Boston scientific technical services (ts) stated to consider a posterior anterior or lateral chest x ray. As of this time, this rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: impact codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements and amplitude have dropped almost in half, crosstalk or t wave oversensing (two) was also noted as the rv lead seemed to show on the presenting electrogram (egm) as dislodged. Boston scientific technical services (ts) stated to consider a posterior anterior or lateral chest x ray. As of this time, this rv lead remains in service. No adverse patient effects were reported. At a later date, non-sustained ventricular tachycardia (nsvt) events were stored due to oversensing of p waves. Technical services (ts) was consulted and discussed stored data, with in clinic examination recommended. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements and amplitude have dropped almost in half, crosstalk or t wave oversensing (two) was also noted as the rv lead seemed to show on the presenting electrogram (egm) as dislodged. Boston scientific technical services (ts) stated to consider a posterior anterior or lateral chest x ray. As of this time, this rv lead remains in service. No adverse patient effects were reported. At a later date, non-sustained ventricular tachycardia (nsvt) events were stored due to oversensing of p waves. Technical services (ts) was consulted and discussed stored data, with in clinic examination recommended. This rv lead remains in service. No adverse patient effects were reported. At a later date, this rv lead was explanted. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: impact codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements and amplitude have dropped almost in half, crosstalk or t wave oversensing (two) was also noted as the rv lead seemed to show on the presenting electrogram (egm) as dislodged. Boston scientific technical services (ts) stated to consider a posterior anterior or lateral chest x ray. As of this time, this rv lead remains in service. No adverse patient effects were reported. At a later date, non-sustained ventricular tachycardia (nsvt) events were stored due to oversensing of p waves. Technical services (ts) was consulted and discussed stored data, with in clinic examination recommended. This rv lead remains in service. No adverse patient effects were reported.